Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the leadless implantable pulse generator (ipg) it was noted that the thresholds increased and had no capture at high output. Physician thinks this may be due to patients cardiac tissue. A new transvenous system was implanted and the leadless ipg was reprogramed off. No patient complications have been reported as a result of this event.